Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging the contrast on her onetouch ping meter makes it difficult to read the display. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient claimed the alleged issue has occurred since (B)(6) 2011. The patient reportedly manages her diabetes with humalog insulin through pump therapy and continued with her usual diabetes management routine making any changes to her medication. She claimed that approximately immediately after the alleged issue occurred, she developed symptoms of ¿light headedness.¿ she denied receiving any treatment for her symptoms. At the time of troubleshooting, the cca noted that the subject device was not brand new. The meter¿s battery did not yet need replacing. The patient declined receiving a replacement meter. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury since the patient symptoms did not correlate with lfs¿s definition suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged product issue remained unresolved.